Event description:
A healthcare professional from a clinical study via a manufacturing representative reported there were possible signs of dementia which was indicated on (B)(6) 2015 at brief neuropsychological battery which was required one year post implant. Changes in cognition were not observed by the patient or their caretaker. There was a decline in neurocognitive functioning indicated at 1 year post implant visit compared to pre-deep brain stimulation evaluation; patient performed poorly on the mattis dementia rating scale - 2 specifically on memory, initiation preservation, verbal fluency and green's word memory test. A neuropsychological evaluation was recommended to assess cognitive status, assist with diagnoses and contribute to treatment planning. The patient's neurologist was contacted and provided the new information. Further neuropsychological evaluations were performed and results were pending. The patient was found to have only mildly decreased neurocognitive capacities when compared to the 2014 evaluation prior to implant. Further testing had included a clinical interview, executive interview, executive clock drawing test, neuropsychological assessment battery, word memory test, memory complaints inventory, and dementia rating scale-2. The most significant loss of function which was mild was in executive control capacities. Other neuropsychometric measures had remained stable. The overall pattern of test performance was suggestive of a mild mixed dementia disorder diagnosis. Patient was found to have mild cognitive impairment at the time of evaluation in 2014. Specific cause was not determined. The event had been resolved. The results of the further testing had been discussed with neurologist, investigator and subject.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.